Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not work on main power source. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and determined that the batteries worked by using another cart. The fse found the main lead coil to be faulty. The fse only saw 50v ac at input to power supply and will order the replacement. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not work on main power source. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported. A getinge field service engineer evaluated and found mains lead coil faulty which needs replacement. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.